Event description:
It was reported that the patient experienced diaphragmatic stimulation when the right ventricular lead paced. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. There was tissue on the helix and apparent explant damage was noted.